Manufacturer narrative:
Device code relates to problem code for the reported issue of clip failed to release from the catheter. Mfg site name - (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. No patient complications have been reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Mfg. Site name - (B)(4). Investigation results: a visual examination of the complaint device found that the clip assembly was fully deployed, and the clip was not returned with the device. A kink was noticed in the control wire near the handle and the center of the device. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. No patient complications have been reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.